Manufacturer narrative:
A ge service rep performed an on-site investigation and could not duplicate the error. The rep inspected table lateral end switches, reseated all table related connectors in the table and the tower. The system was operating as intended.

Event description:
The customer reported that an error message reads cross motor failure call service for table on boot-up on the 2600.